Manufacturer narrative:
The lot number was requested, but was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 10 months from the date of pump implant. The pump remains in use supporting the patient; however, the modular cable was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low flow and low speed advisory alarms occurred. Review of the system controller's log file showed some momentary pump stoppages that appeared to be related to electrostatic discharge (esd) events. The patient reported that he was getting dressed and had socks on a carpeted area of the house, though the patient did not feel any electrostatic charge. The lvad clinicians reviewed the driveline x-rays and noted a few areas of concern. The lvad clinicians decided to exchange the modular cable. The exchange was completed at the bedside without complication. No further information was provided.